Manufacturer narrative:
No sample was returned to the manufacturer for evaluation. A review of the device history record does not indicate any issues that could have caused or contributed to the reported event. The instructions for use states "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Event description:
It was alleged by the patient's attorney, "as a result of having the products implanted, the patient has experienced significant mental and physical pain and suffering, and have sustained permanent injury and substantial physical deformity."

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced, chronic mesh erosions, pelvic pressure and pain, urinary frequency and retention, urinary incontinence, vaginal stenosis, repair of incarcerated right femoral hernia, cystocele, bovine graft surgery, point tenderness at mesh arm sites, right inguinal hernia, and severe dyspareunia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary urgency, obstructive voiding, mesh was placed concurrent to one of the mesh explant surgeries due to the inability to close the anterior wall, gynecare gynemesh placed prior to the device was found contracted and folded causing deep explanted ((B)(6) 2013) surgery when the tvt was explanted also, self-catheterization, post op infection of the anterior wall, urinary tract infections, recurrent pelvic floor dysfunction, stress and urge incontinence, vaginal atrophy, overactive bladder, weak pelvis, obstructive voicing pyelonephritis, difficult bowel movements, difficult to treat cystitis, myofascial pain, spasms and physical therapy for muscle spasm.